Event description:
Same case as MFR report #: 6000089-2006-02436, 6000093-2006-02365, 02366. Clinical trial. It was reported that 326 days following the index procedure, the patient experienced a target vessel reintervention. At the time of the index procedure, the patient presented with exertional angina and one target lesion was identified. Target lesion one was a de novo, 70% stenosed, 2.5x20mm, mildly tortuous lesion of the distal lad (left anterior descending) which was treated by direct stenting with three overlapping taxus express2 drug eluting stents measuring 2.5x16mm, 2.5x8mm, and 2.5x12mm. The 2.5x12mm stent was placed first and there appeared to be an edge dissection following placement. The apical lesion ws treated with direct stenting using the 2.5x16mm stent, leaving a gap between the two stents, which was treated with direct stenting using the 2.5x8mm stent resulting in a residual stenosis of 0%. The patient was discharged the following day on asa and plavix. One month prior to the reintervention, the patient reported worsening shortness of breath. A stress echocardiogram was performed, but was reported to be difficult to interpret. ECG changes were suggestive of ischemia and the patient was scheduled for cardiac catheterization. The pt underwent a target vessel reintervention 326 days following the index procedure which consisted of cutting balloon angioplasty; however, the balloon (manufacturer unknown) could not cross the mid-portion and got trapped during retraction. A second balloon was placed distally, and after several inflations, the cutting balloon was finally removed; however, this process resulted in significant plaque shifting into the diagonal. The distal lad was treated with angioplasty with residual stenosis of 20-30%. Next, in a "kissing" fashion, a balloon was inflated in the diagonal branch and another manufacturer's 2.5x18mm drug eluting stent was inserted into the mid lad.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.